Event description:
On february 4th, 2009, intn'l affiliate product surveillance received a report from technical services (ts), in which the customer reported a problem with their flogard 6201 pump in 2009, stating that on an unknown date, there was an issue with the pump letting the smaller size air bubble pass through the device. The technician advised the customer to send the pump back to cts for repair. It was not reported when the problem was noted; however, there was no reported patient injury or medical intervention. The customer follow up indicated that the device was being used on a dog, when it was noticed that the bubbles were passing through the device and the pump did not alarm. The problem was immediately noted before the bubbles reached the dog, and the tubing was disconnected. There was no harm to the dog.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.